Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell four of seven in peritoneal dialysis. The patient was connected at the time of the alarm. The patient stated they had cycled the power on the homechoice and disconnected. The technical service representative explained the alarm to the patient. The patient stated the homechoice is at press go to start now. The patient stated that they do not setup the homechoice. Therapy was ended. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.